Manufacturer narrative:
Initial and final MDR 1885015 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set soft cannula bent events on (B)(6) 2024. Insertion site was at abdomen. Event occurred within three hours of insertion. Blood glucose levels were 350 mg/dl at the time of event. Patient was vomiting due to high blood sugar. Patient changed infusion set and cartridge to address high blood glucose and he replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.